Manufacturer narrative:
Correction - block d4 (catalog number): corrected form 1759-02 to 4661. Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were elevator marks on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment was performed. The device was plugged into the controller. A live, clear image was displayed. Real-time x-ray was used to image the distal tip, including the camera and wires. The x-ray showed no camera wire damage at the camera on the distal tip. In the handle, no damage was observed to the printed circuit board assembly (pcba). The camera wire was noted as suspicious in the breakout region. The handle was opened and the components within were visually inspected. The camera wire jacket covering the camera wires in the region of the breakout was damaged and the camera wire was exposed. With a live image displayed on the controller, a jumper wire was clipped to ground on one end and grazed the camera wire where the jacket was compromised on the other end. The image was disrupted. It's likely that the steering wire could similarly graze the camera wire and disrupt the image during a procedure when the device was being articulated. The reported event was confirmed. The breakout region of the handle is the routing location for the camera wire, plastic optical fibers (pofs), and steering wires as those components exit the handle. Articulation of the device during procedure causes movement of all of these components in the region. It is possible in this dynamic setting that the camera wire can interact with the steering wires, pofs, or the edges of the breakout. The forces exerted on the camera wires during this interaction have been found to damage the jacket or the conductors within. If the jacket is compromised, the wires are no longer insulated and can come into contact with the steering wires, resulting in an electrical short that will cause the image to turn off if the camera wires are damaged, this results in an electrical open that will cause the image to turn off. An investigation is underway to address visualization issues due to camera wire damage or jacket damage in the breakout region. Based on all gathered information, the most probable cause selected for the visualization issue due to camera wire or jacket damage in the breakout region is cause traced to component failure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii and a spyscope ds were used in the pancreatic duct during a cholangioscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the spyscope ds ii was inserted into the working channel over a terumo guidewire and the physician was able to intubate the papilla; however, the image was lost 1 minute after insertion. The controller was restarted and the scope was reconnected; however, the issue was not resolved. The spyscope ds ii was removed and the physician changed to a spyscope ds. The physician intubated the papilla and pancreatic duct over the guidewire and placed the spyscope ds in front of the stone. The physician withdrew the guidewire and inserted the spybasket; however, the physician was having difficulty advancing the spybasket to the tip of the spyscope ds. While straightening the spyscope ds the image displayed multiple colored stripes and the image was lost approximately 3 minutes into the procedure. The controller was restarted several times but the issue was not resolved. The physician tried to catch the stone with the spybasket under fluoroscopy, but was unsuccessful. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii and a spyscope ds were used in the pancreatic duct during a cholangioscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the spyscope ds ii was inserted into the working channel over a terumo guidewire and the physician was able to intubate the papilla; however, the image was lost 1 minute after insertion. The controller was restarted and the scope was reconnected; however, the issue was not resolved. The spyscope ds ii was removed and the physician changed to a spyscope ds. The physician intubated the papilla and pancreatic duct over the guidewire and placed the spyscope ds in front of the stone. The physician withdrew the guidewire and inserted the spybasket; however, the physician was having difficulty advancing the spybasket to the tip of the spyscope ds. While straightening the spyscope ds the image displayed multiple colored stripes and the image was lost approximately 3 minutes into the procedure. The controller was restarted several times but the issue was not resolved. The physician tried to catch the stone with the spybasket under fluoroscopy, but was unsuccessful. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.